Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after successful deployment of the pipeline, the distal section of the pipeline fell into the aneurysm neck. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right middle cerebral artery with a max diameter of 2.0 mm and a 1.5 mm neck diameter. Landing zone: distal: 2.3 mm and proximal: 2.6 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure was satisfactory. It was reported that the pipeline flex was flushed according to the IFU requirements. After reaching the designated position in the microcatheter phenom 27 during the operation, the stent was smoothly opened and adhered to the wall at the distal anchor point. After the entire stent was successfully opened and deployment was completed, the distal end of the stent suddenly retracted and fell to the aneurysm neck. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Product analysis #814711684: ¿ equipment used: video inspection system (m-78210), ruler (m-83361) ¿ as found condition: the pipeline flex pushwire was returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex braid was not returned for analysis. Therefore, any contributing factors could not be assessed. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. No other anomalies were observed. ¿testing/analysis: n/a conclusion: based on the analysis findings, the customer¿s complaints could not be confirmed as no defect was found with pushwire. In addition, the pipeline flex braid was not returned. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.